Event description:
Post market clinical study patient was implanted with perigee on (B) (6) 2007. During a monitoring visit on (B) (6) 2010 a review of the 6-week visit source documentation noted an sui. It is unknown if event is related to the device and procedure. No further information obtained at this time.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than the usual. No device malfunction was reported and device was not explanted. Complaint history review. One similar event was found for this lot number.